Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an alarm sensor fault message. There was no patient involvement when the issue occurred. No patient or user harm reported. The remote service engineer (rse) contacted the customer and advised them to remove the device from sensor. The customer could not provide any details regarding the alarm that was heard. The rse suspected that the issue could be an led sensor failure but could not verify. Additional assistance was requested. A field service engineer (fse) reported that there was an error found on the overlay. The fse replaced the power switch overlay to resolve the issue. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
(B)(6).